Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side deflation. Additionally, healthcare professional reported capsular contracture baker grade unknown. Device was replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, healthcare professional reported capsular contracture baker grade unknown. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior, crease fold, yellow particles inner the device and wear abrasion. Leak test and microscopic analysis was performed which identified: crease smooth opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: opening crease smooth on anterior assessed as fold flaw opening.

Event description:
Healthcare professional reported right side deflation. Additionally, healthcare professional reported capsular contracture baker grade unknown. Device was replaced.